Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified and the lateral motor was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that "lateral motion failed" error message displayed. There was no reported patient involvement.